Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 439 mg/dl and was treated with an injection of insulin. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was not performed.